Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/21/2016 - voicemail, 7/25/2016 - voicemail, 7/26/2016 - voicemail. A ge healthcare service representative performed a checkout of the system and found no issues with the anesthesia machine but confirmed an output issue with the tec 7 vaporizer. The defective vaporizer was removed from the anesthesia machine. Ge healthcare attempted to obtain the defective vaporizer for investigation but there has been no response to the requests.

Event description:
The hospital reported difficulty was noted while sedating a patient for a case. The hospital's agent monitor was indicating lower anesthetic agent than what was dialed in on the vaporizer. There was no reported patient injury.